Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was high as 350 mg/dl. The customer states that the piece coming loose near the drive support cap. Troubleshooting was performed for damage and noticed the drive support cap was loose. The customer also states that she was having high blood glucose because the back of the pump popped off again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with broken off the end cap. Unable to perform displacement test due to end cap broken off. Drive support disk was inspected and no anomaly was noted.